Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse. Peritonitis is a well-documented complication in patients undergoing pd therapy and a breach in aseptic technique during the pd exchange is a significant risk factor to infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During the follow-up for a separate event, a peritoneal dialysis (pd) patient's registered nurse (rn) reported the patient had peritonitis. It was reported that the patient was experiencing symptoms of cloudy pd effluent and abdominal pain. As a result, the patient had a pd culture obtained in the outpatient pd clinic which yielded an elevated white blood cell (wbc) count of 3000. The nurse stated the patient was sent to the hospital the same day and was admitted for the peritonitis event. The patient was initiated on vancomycin 1 gram intra-peritoneal (ip) and cefepime 1 gram intra-peritoneal (ip). Two days later, the patient was discharged from the hospital and resumed pd therapy on the same cycler as before the event. The nurse reported the patient did not have any fluid leaks or any other issues with a fresenius device that could have caused or contributed to the event. The nurse indicated the peritonitis was related to touch contamination during the pd exchange.